Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 77" (196 cm) appx 2.8 ml, smallbore ext set w/microclave® clear, remv 6-port nanoclave® manifold, check valve, rotating luer that experienced disconnection. The reporter stated that IV tubing disconnected from PICC line. There was unknown patient involvement, no human harm and unknown delay in therapy reported. Ahs mdip # 6908.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.